Event description:
5-25-89-907 miragel sponge implanted for recurrent pseudophakic retinal detachment plus proliferative vitreal retinopathy, left eye. 4-30-98-removal of extruded miragel sponge (scleral buckle) left eye.